Event description:
A malfunction alarm with the code "malf 16" was reported for the customer's pump, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem's technical support provided guidance on resetting the pump, but the malfunction code reoccurred. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery, and a replacement pump was arranged. The customer was informed about returning the defective pump within 10 days using a pre-paid label and was instructed on storing the current pump.